Event description:
It was reported that during a below-the-knee procedure an atherectomy was performed in the moderately calcified superficial femoral artery (sfa) and peroneal artery using a non-abbott atherectomy device. Under fluoroscopy, it was noted that lesion debris from the atherectomy had collected distally, occluding the peroneal vessel. A hi-torque (ht) command 300cm guide wire was then advanced without resistance to the occlusion, however, the distal tip of the ht command perforated the peroneal vessel. The physician commented that the ht command felt too slick and the distal end was too sharp. The ht command was withdrawn from the anatomy. A non-abbott guide wire was advanced past the perforation followed by advancement of a foxcross balloon dilatation catheter (bdc) without resistance. The foxcross balloon was inflated multiple times in an attempt to seal the perforation, but the perforation was unable to be sealed and the foxcross bdc was withdrawn from the anatomy. A 4.0x12 otw jostent graftmaster covered stent system was then advanced without resistance and deployed at the perforation. Intravascular ultrasound (ivus) revealed that the jostent graftmaster did not completely seal the perforation, as contrast was noted to be leaking through the distal end of the stent. An unspecified bdc was advanced to the jostent graftmaster stent and the perforation was sealed via multiple inflations of the bdc inside of the jostent graftmaster. There were no adverse patient sequelae and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the otw graftmaster instructions for use, in the indication section states that the jostent graftmaster is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts less than or equal to 2.75 mm in diameter. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. The ht command referenced is being filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4).